Event description:
Medtronic received information that following the implant of this 23mm mechanical valve, the leaflets did not open properly. The valve was explanted and replaced with a 25mm valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, images of the inflow and outflow of the valve were taken and the serial number was verified to be correct. Visual inspection revealed no anomalies on the carbon subassembly. Inspection and functional testing of leaflet motion was performed per the current manufacturing process requirements and revealed the valve leaflets were fully mobile. No manufacturing surface finish anomalies were identified. The as-returned dimensions of the orifice were within specification from the inflow and outflow aspects. All dimensions impacting leaflet motion met engineering specifications. It was verified that the carbon subassembly rotated normally in the sewing ring. The carbon components, sewing ring diameter and stiffening ring were measured and were confirmed to meet engineering specifications. The dimensions of the left and right leaflet were within the specification. Conclusion:functional testing and dimensional analysis of the valve confirmed that it met current process specifications. Analysis concluded that all dimensions met engineering specification. Based on the information received and the analysis results of the returned device a definitive root cause of the leaflets not opening properly was unable to be determined. It was reported that this 23mm mechanical valve was replaced with a 25mm open pivot mechanical valve. It is possible that patient/prosthesis mismatch was a factor in this reported event. (B)(6).

Manufacturer narrative:
Product analysis: the product has been returned to medtronic's quality laboratory and analysis is in progress. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon completion of analysis, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.